Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis. The patient's insulin pump had alarmed with two separate post-reset ram errors. The customer's blood glucose at the time of incident was 500 mg/dl. The customer experienced symptoms such as vomiting. The customer was using the insulin pump system within 48 hours of the reported hyperglycemia event. No details were provided regarding the treatment of the hyperglycemia. The caller was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was not returned for analysis.